Event description:
IV pump set to deliver infusion at 3.7 cc/hr. After infusing at this rate for approximately 10 minutes, the IV pump changed rate by itself to 0.6cc/hr. Witnessed by two rns. No patient harm.